Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported a cerebrospinal fluid (csf) leak occurred during an implant procedure. Postoperatively, the patient experienced a headache. A blood patch was later performed.

Event description:
Follow-up information indicated that since performing a blood patch, the patient's headache has resolved.